Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery while removing the tasp it fractured. No pieces fell into the patient.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Complaint is confirmed from the visual inspection of the returned tibial articular surface provisional (tasp) which exhibits signs of repeated use (nicked and gouged).the dovetail feature is flared & is fractured on the medial side of post, all pieces returned. DHR review found no deviations/anomalies. The fractured tasp components in this complaint were manufactured before the design modification. Reported information states that the surgeon was using a mallet to impact the tasp . The persona surgical technique, instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be operational context as the surgeon pulled the tasp at an odd angle. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.